Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23761. It was reported that a patient presented in-clinic. Upon interrogation, it was found that the patient's right atrial(ra) and right ventricular (rv) lead exhibited loss of capture and under-sensing. X-ray imaging performed revealed and confirmed dislodgement on both leads, which was attributed to twiddler's syndrome and the patient's arm movement. During the revision procedure, the ra lead helix was unable to be extended after being retracted. The ra lead was explanted and replaced on (B)(6) 2021. The rv lead was repositioned on (B)(6) 2021. No symptoms were reported and the patient was stable throughout.